Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of a pd catheter (not a fresenius product) fungal infection, and subsequent fungal peritonitis. The events warranted hospitalization and the surgical removal of the patient pd catheter, and transition to hd. Per the pdrn, the etiology of the peritonitis was touch contamination. Reportedly the patient¿s spouse attended to her husband¿s fungal toe infection, and inadvertently touched the patient¿s pd catheter while setting up ccpd therapy. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum (1,2). Furthermore, fungal peritonitis is a critical complication of peritoneal dialysis, often associated with treatment failure (2). Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events, as there is no allegation or objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the patient¿s adverse events. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.

Event description:
A peritoneal dialysis (pd) nurse reported to fresenius customer service that a patient was hospitalized for a fungal infection in their catheter. The pd registered nurse (pdrn) stated that the patient was diagnosed with fungal peritonitis and hospitalized from (B)(6) 2019 to (B)(6) 2019. On (B)(6) 2019 the patient noticed blood in the line was taken to the hospital. On the same day the patient had pd effluent cultures drawn and indicated fungal peritonitis (unknown species). Subsequently, the patient was required to have his pd catheter (not a fresenius product) removed and transition into hemodialysis (hd). Reportedly, the pdrn stated the source of infection was due to touch contamination. She stated the patient had a fungal infection on his toe and while his wife was helping him setup the cycler she might have touched the catheter. At the time of the report the patient was recovering and remained on hd.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.